Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform ii system 1, medwatch with identifier (B)(6) is inform ii system 2.

Event description:
Caller reported blood glucose results of 527 mg/dl on inform ii system 1, 231 mg/dl on inform ii system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.